Manufacturer narrative:
(B)(4). The manufacturer initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event this failure occurs ((B)(4)). The investigation under CAPA process has identified that the root cause is due to the manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs, the fibers are able to ¿shrink out¿ of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers. Maquet cardiopulmonary incorporated the enhanced raw material into the production by 2015-06-30. The CAPA is now in the effectiveness check phase. An additional customer notice concerning the availability information for improved oxygenators ((B)(4)) was introduced in november 2015, this includes also the removal of all products produced before the implementation of the enhanced fibers into the production.

Event description:
(B)(4). Customer stated during use there was a slow drip of blood from the exhaust port. Product was not replaced as it continued to function. No reported consequence for the patient. (B)(4).